Manufacturer narrative:
Reported complaint of premature depletion was not confirmed. The device was at normal range of operation when received. Analysis of device image was performed, and no anomalies were noted. Further electrical testing was performed, and no anomalies were noted. Longevity assessment was performed, and device was found to have normal battery depletion based no usage.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion due to high capture threshold from their left ventricular (lv) lead. The ICD was explanted and replaced. The lv lead was capped and replaced on(B)(6) 2025. The patient was stable throughout.